Event description:
During generator replacement surgery for end of service, it was noted that the insulation of the original lead was "eroded away" and that the lead wire was exposed. The replacement generator was connected to the original lead and the pt was closed. The original lead was not replaced.